Manufacturer narrative:
Product analysis: analysis was able to confirm the reported software update issue. Analysis was unable to confirm the reported programmer freezing on the analyzer screen. Analysis also noted that the power cord bay latch was broken, the upper and lower cases were contaminated, the power supply was contaminated, and two bullets were broken. All found defective parts were replace and all other identified issues were identified. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to complete a software update, even when the cleanup floppy disk was used. The programmer then seemed to freeze on the analyzer screen. The programmer was returned for service. There was no patient involvement.